Event description:
Caller alleged discrepant low inratio inr result in comparison to the laboratory inr result. Results are as follows: see scanned table. Therapeutic range: 2.0 - 3.0. The time between testing was unknown. The customer was unwilling to troubleshoot. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation pending.